Event description:
It was reported that the right ventricular lead impedance was rising. The threshold and sensing was noted to be fine and the physician will follow the patient more frequently. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).